Event description:
It was reported that a patient accidentally announced a meal but canceled the insulin delivery. The patient consumed fast-acting carbohydrates to avoid hypoglycemia and was provided education on meal announcements and the device¿s algorithm, including how it increases insulin when detecting elevated glucose levels and slows or suspends insulin delivery when glucose is trending low. The patient¿s glucose level was 100 mg/dl, and they were advised to continue monitoring. The patient stated that their glucose levels were not affected by this issue and had no further concerns. It was further reported that another patient experienced elevated glucose levels after being disconnected from the device for several hours before reconnecting. They reported that their glucose levels were affected, reaching a high of 376 mg/dl and remaining outside the target range for a few hours. The patient did not use back-up therapy, did not perform ketone testing, had no recent steroid use, did not receive medical intervention or other assistance, and reported no immediate adverse health effects. A follow-up call confirmed that the patient¿s glucose level had begun to decline, reaching 350 mg/dl. The patient planned to continue monitoring and stated they would rely on back-up therapy if necessary, choosing not to perform a supply change at that time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.